Event description:
Information was received from a patient regarding the implantable neurostimulator (ins). The reason for call was patient stated they had an appointment for an MRI on saturday and they could not get the device to go into MRI mode. Patient stated they charged the implant to 100% last night and the implant battery does not hold a charge very long. Agent walked patient through closing out of all apps and restarting the communicator. Patient was able to connect to the stim application and saw no device found. Patient tried to connect through the recharger application and saw that the implant was at 0%. The issue was not resolved through troubleshooting. Pt will recharge the implant and call back in for further assistance. Patient stated their stimulator was not providing relief as of the 21st of february. Pt reported the implant was only holding a recharge for more than 12 hours. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field. Patient reported after recharging the implant they were not able to get the implant to connect. Agent walked pt through multiple troubleshooting steps. After removing the communicator, the pt was able to connect to the implant and turn on the therapy. Pt was able to enter MRI mode. Pt will monitor the issue and call back if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.